Manufacturer narrative:
The hosp has used a beneview t8 pt monitor (s/n (B)(4)) for a period of time. Suddenly there was black screen appeared, the lcd could not display anything. (B)(4) service engineer opened the device in the hosp and found that its power supply board was burned. The failed board was replaced. The device was fixed and used again in the hosp.

Event description:
Customer reported that the beneview t8 pt monitor had a black screen and smoke coming out which may have affected pt monitoring. No pt was dead or injured.